Event description:
This patient presented wearing contact lenses sold illegally online. The product brand is solotica, the product hidrocor. Because this product was not properly evaluated before it was prescribed, she now has a permanent corneal scar and permanent corneal neovascularization and pannus. When visiting the website, anyone is allowed to order any prescription or color, without entering a proper, legal prescription from a licensed practitioner. The product is made in (B)(4), and shipped from either (B)(4). It is an FDA approved medical device, however, in the approval letter from 2016, the FDA clearly specifies the company has to follow rules and regulations concerning this medical device. They clearly have not, as any contact lens prescribed has to be evaluated and fit by a licensed practitioner, leading to a valid contact lens prescription. FDA safety report ID # (B)(4).